Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The confirmed symptom was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During a baxter's functionality testing of a spectrum pump, it did not detect an upstream occlusion. There was no pt involvement.